Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies to address the issue. Reportedly, the customer was using cold insulin, which is considered off label per the tandem user guide.

Manufacturer narrative:
Per tandem user guide: you should avoid activities which could expose your pump to temperatures below 40°f (5°c) or above 99°f (37°c), as insulin can freeze at low temperatures or degrade at high temperatures. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.